Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient right atrial (ra) lead exhibited oversensing noise. No change or intervention was reported. The patient condition was unknown.